Event description:
During a laparoscopic assisted vaginal hysterectomy surgery, the bottom jaw of the lyons forceps broke off inside the patient. The bottom jaw was identified through x-rays and surgically recovered from the patient. No patient harm.

Manufacturer narrative:
Jaw is fractured off of the device and was returned with the device. Fracture occurred at the thin transition point of the proximal end of the jaw's face due to an excessive force being applied to the device by the user. All of the parts are accounted for.